Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 with information inadvertently left off of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to a communication failure caused by water immersion of the cable and charged coupled device (ccd). It is likely that the failure is caused by internal immersion from cracks on the connector. The indicated phenomena can be prevented by reviewing the instruction manual for internal immersion of camera head which states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and reproduced. Additional evaluation findings were as follows: the connector part connector was cracked, there was looseness of the cable part, the cable part had a twist, the head part free lock lever had corrosion, the head scope mount had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had no image. There were no reports of patient harm or impact associated with the reported event.